Manufacturer narrative:
The calibration and qc were acceptable. A general reagent issue was excluded. Due to the lack of information provided, the investigation could not identify a clear root cause. The investigation did not identify a product problem.

Manufacturer narrative:
The analyzer's serial number is (B)(6). It was noted that the user turned off the sample bubble detection function. The investigation is ongoing.

Event description:
There was an allegation of questionable elecsys troponin t hs results for 2 patient samples on a cobas e 801 analytical unit. Sample 1: the initial result was 98.0 pg/ml. The result did not match the patient's clinical diagnosis, so the sample was repeated. The sample was recentrifuged. The repeated results were 49.1 pg/ml and 49.2 pg/ml. Sample 2: on (B)(6) 2025, the initial result was 140 pg/ml. The repeated result was 6.27 pg/ml. Based on the patient's clinical diagnosis and the patient's myo (myoglobin) and ck-mb (creatine kinase-mb) results, the repeated result was believed to be correct.